Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection/requiring medical intervention. Device issue: none. It was reported via an article, that during a flexi-cut study, directional atherectomy of a lad or lcx ostium stenosis was performed in 30 patients. Overall, the rate of atherectomy induced compilation was very low. Type a-c dissection occurred in 56.7% (17 patients) of the patient's. There were no device malfunctions reported in regards to these procedures. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - per the instructions for use, coronary vessel dissection is one of the known adverse events that may be associate with the use of a coronary atherectomy device. In addition, based on the case description, "there were no device malfunctions reported in regards to these procedures." A thorough analysis of the incident circumstances could not be performed because the devices were not returned and no determination can be made as to the root cause of the reported discrepancy.